Event description:
It was reported the physician experienced difficulty entering the epidural space during the trial procedure. A larger needle was then used which was successful in accessing the space. The patient had effective stimulation post-operatively. However, the patient experienced leg pain an hour after reaching home. Subsequently, the patient was hospitalized and the lead was removed. The patient was reported to be doing fine. Product will not be returned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.